Event description:
It was reported to boston scientific corporation that an epic biliary stent was used to treat an approximately 3cm malignant hilar stricture during a bilateral stenting procedure performed on (B)(6) 2024. The patient's anatomy was tortuous and was dilated prior to stent placement. During the procedure, the stent could not be deployed. The stent was fully covered by the outer sheath on the delivery system when it was removed from the patient. A plastic stent was used to complete the procedure. There were no patient complications reported as a result of this event. Note: photos of the complaint device were provided, and it was observed that the outer blue sheath was broken, and the inner sheath was kinked. This event has been deemed an MDR reportable event based on the investigation results which revealed that the inner sheath was detached. Please see block h11 for full investigation details.

Manufacturer narrative:
Block e1: initial reporter's address is (B)(6); reported here as the address exceeded character limit for designated field. Block h6: imdrf a0501 captures the reportable investigation findings of inner sheath detachment of device or device component. Block h11: an epic biliary stent and delivery system were received for analysis. The stent was received fully constrained in the correct position on the delivery system. Visual inspection found that the inner and outer sheath were detached and kinked in several locations. Functional inspection related to stent deployment could not be performed due to the problems noted on the device. No other problems were noted with the stent and delivery system. Product analysis confirmed the reported events of stent failure to deploy, sheath break, and inner sheath kinked. It is most likely that the patient's tortuous anatomy contributed to the difficulty in deploying the stent. Additionally, the inner and outer sheath were kinked due to the excessive force being applied when attempting to position the device. Moreover, the additional observed event of inner sheath detached was most likely due to the excessive force being applied when attempting to deploy the stent. Therefore, taking all available information into consideration, the overall root cause of the reported event is adverse event related to patient condition. A product labeling review identified that the device was used per the instructions for use (IFU)/product label.